Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer sates they needed assistance with unexpected re-initialization. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer treated with manual injection. The customer states they were wearing the pump but did not have insulin in it. The customer was assisted with clearing alerts and advised of bolus wizard. The customer was advised to wait until levels stabilized before calibration. The customer was advised to monitor the device.